Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14024. It was reported that one of the patient's leads migrated and as a result the patient lost effective therapy. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was established postoperatively.